Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument files and determined that quality controls (qcs) were within ranges on the day of the event. There was potentially an issue with the onboard dilution process and diluent bottle on the dimension vista instrument with sn (B)(4). As per siemens recommendations, the customer replaced the ctni diluent on the instrument and siemens verified that the instrument was diluting samples as per specifications with the new diluent vial. The affected diluent bottle was not available for further investigation. The cause of the discordant, falsely elevated ctni result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. MDR# 2517506-2018-00458 was filed for the discordant result obtained on the dimension vista 1500 instrument with sn (B)(4).

Event description:
Flagged cardiac troponin I (ctni) results with "above assay range" were obtained on a patient sample on two dimension vista 1500 instruments. The instruments automatically diluted the sample and the sample was repeated on both instruments, resulting in discordant, falsely elevated ctni results. The initial result obtained on the dimension vista instrument with serial (B)(4) was reported to the physician(s), who questioned the result. The sample was manually diluted and repeated on the same instruments, resulting lower. The patient was re-drawn and the new sample was run on both instruments and another discordant, falsely elevated ctni result was obtained on the dimension vista 1500 instrument with sn (B)(4). The result obtained on the new sample on the dimension vista 1500 instrument with sn (B)(4) was reported, as the correct result, to the physician(s). The new sample was also manually diluted and run on both instruments, resulting comparably to the reported result. The customer replaced the diluent vial on the dimension vista 1500 instrument with sn (B)(4) and repeated both samples, resulting lower than initial result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.

Manufacturer narrative:
Siemens filed the initial MDR on 16-aug-2018. Corrected information (17-aug-2018) siemens investigated the issue and it was reported that the cardiac troponin-I results obtained on the alternate dimension vista instrument (s/n dv311442) were not discordant. Section b6 was updated to reflect the correction. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. MDR 2517506-2018-00458 was also filed for this event.